Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The software was updated, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed for a system failure. There was no report of patient involvement.